Event description:
N-butyl-2-cyanoacrylate (histoacryl) was successfully delivered into the arterio-venous malformation (avm) in the pericallosal artery through the subject device. Following the histoacryl injection, it was noted under fluoroscopy that the catheter's wall was fractured at bifurcation of the right carotid artery. The histoacryl migrated out from the fractured catheter and occluded the blood vessels. The pt "convulsed and lost consciousness". The catheter was completely removed from the pt. Tomography demonstrated a right hemisphere cerebral infarction and the pt was sent to surgery. After the de-compressive craniotomy, the pt was in coma. The pt's current condition has reportedly improved. The pt emerged from the coma but was unable to speak.